Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 8000x devices, we have not found any case with the similar fault description compared to the one investigated here: bed collapsed. There is no trend observed for a reportable complaint with this fault description. Based on the collected information, photographic evidence and findings made during the inspection of the bed conducted by a quality engineer as well as an attempt to recreate the event. We (B)(4) have been able to establish the following: the incident with the radius arm detaching from the sub frame and falling on the floor - making the bed to collapse, has not been witnessed, therefore the exact circumstances under which the failure occurred are unknown, the bed's parts responsible for stability of the device were assembled in accordance to the product design - no deviations or damages have been found in this area, the inspected bed has signs of paint damage - at the bottom of the calf section (this kind of scratches might occurred if something is trapped under that section), the extension lever and its assembly components were missing as well, the noise reported by the facility is related to the issue with the smoothness of an inner side of a bearing - as a result there is a friction between bearings and the metal part, which is causing the noise - it is not affecting the strength or the functionality of the device. It is also worth noting that the enterprise 8000x bed has been designed, produced and certified to meet the requirements of standard en (B)(4). The enterprise 8000x beds are passing the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - installed swl, 201.9.8.3.2 - static forces due to loading from persons or 201.9.8.3.3.1 dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage. We (arjohuntleigh) have attempted to recreate the event - the radius arm has not dropped from the sub frame when the top frame of the bed was hardly pushed from side to side - which could be an indication of the situation of the bed being maneubered (pushed/pulled) by tis top frame. Also quick pushing of the top frame (back-and forward) reflecting the strong vibration which could occurred during transport have not caused the bed to collapse. Recreation of the event has only been possible when four people pushed the bed with very high force in opposite directions - trying to twist the bed frame. Two of them have been located on the head end of the bed and the two other on the foot end. During the test, brakes were applied and all of the tests participants held the base frame to protect against the bed movement on the floor. As a result of this abuse, which is not occurring during normal use of the device, the radius arm popped out from the spigot on the sub frame. Additionally, as with all of our devices and their components care must be practiced so as to preserve the quality and life of the device and its components. Responsible care must be taken when using any part of a device that comes into contact with a patient or user. In accordance to the product instructions for use (e.g. #746-585_2), which are supplied together with each enterprise 8000x devices, maximum safe working load of the bed is 250 kg, while the maximum patient weight is (B)(6) - both values should not be exceeded. Also when the bed is operated. No obstacles such as a bedsite furniture should restrict the bed movements. In summary, it is unknown if the device was being used at the time of the event, it failed to meet its specifications as it suffered a malfunction due to a use error, and in doing so it contributed to the outcome of the event: bed collapsed. Given the circumstances and the number of products in the market we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It has been claimed by the customer that the bed's fame has collapsed underneath. No injuries have been reported. During the arjohuntleigh representatives visit at the facility it has been clarified that the bed involved in the event has been taken out of use because of its noisy work. The bed have been left at a corridor without any assistance. Based on the caregiver's information, the bed collapsed on its own after some time (approximately 10 minutes later). Unfortunately, there was no witness of the bed collapsing therefore the exact circumstances under which the failure